Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of the staining inside the light guide lens could not be established and for the gap in the adhesive area between the server plug-in(z-block) and the distal end, the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in the adhesive area between the server plug-in (z-block) and the distal end, and the inside of the lightguide lens showed staining. There was no patient involvement.